Manufacturer narrative:
Investigation:a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. A review of past 12 months quality notification were performed and no quality notification was raised on the reported defect. The reported defect cannot be confirmed as no photos / samples were returned for evaluation. Therefore, root cause could not be determined.

Event description:
It was reported that a serious injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, "occurred at the hospital, an occupational exposure was managed when a ward staff member was activating a safety device & sustained a needlestick."

Manufacturer narrative:
The corrections are as follows: medical device type: fmi. PMA / 510(k)#: k161170.

Event description:
It was reported that a serious injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, "occurred at the hospital, an occupational exposure was managed when a ward staff member was activating a safety device & sustained a needlestick."

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a serious injury occurred with a bd eclipse¿ needle. The following information was provided by the initial reporter, "occurred at the hospital, an occupational exposure was managed when a ward staff member was activating a safety device & sustained a needlestick."